Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary 2b drawer 6.2 pocket e3, 5, 1 failed to open. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
E1: initial reporter facility: (B)(6) hospital. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer 6.2 pocket was failed and would not open. A field service engineer inspected, reseated, and aligned the rear chassis as needed and row board tray e showed no light emitting diodes and released functional pockets and manually released row e and found foil packaging debris woven through the first three pins at position 5 in the row. All pockets were released, and multiple pieces of metallic and non-metallic debris were cleared. All inside rear chassis components were inspected and adjusted as needed to resolve the issue. The system functioned as intended after the field service engineer repaired the device.